Event description:
A malfunction was reported with a code displayed as "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in performing the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappears.